Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned treatment, which could be completed as planned. It was also confirmed that the non-working monitor was used to display third party input. The philips field service engineer (fse) inspected the system onsite and confirmed that video wall connection box on the right-hand side of the gantry screen was not working. After performing a functional analysis, a damaged fiber optic cable was identified in the wall connection box. The fse replaced the fiber optic cable. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The non-functioning monitor was displaying a 3rd party image, which is not considered to be a critical input into how the procedure is executed by the physician. If the 3rd party image is suddenly lost or becomes unavailable, the physician would be able to continue to proceed using live fluoroscopy imaging. The 3rd party image loss would not compromise the integrity of the device¿s imaging capabilities. Therefore, it is not likely to result in a hazardous situation that could cause or contribute to a serious injury or death. Based on the investigation results, philips concludes that the complaint is not reportable.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned treatment and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that video wall connection box on the right-hand side of the gantry screen is not working and performed the functional analysis and identified a damaged fiber optic cable in the wall connection box. The fse replaced the fiber optic cable, the monitor that was not showing an image was not being used for key image functionality but to display third party input. After the replacement of fiber optic cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the monitor on the right hand side of the gantry screen is not working. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.